Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after moving the patient to another room. The customer called again later that day and confirmed that the system was working normally. The customer only wanted information regarding the ip-pc and did not ask for philips service. Philips was unable to confirm the allegation regarding the system not able to emit x-ray. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.